Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the unit was missing the bearing stack. It was noted that a pre-repair assessment was not performed due to the condition of the received attachment. It was determined that the cause of components falling out was due to degradation of loctite thread locker. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the short attachment device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.